Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unidentified alarms occurred and the pump touchscreen was "sticky" which resulted in an alarm. There was no reported impact to customer's blood glucose. No additional information was provided.